Event description:
It was reported during the procedure that oversensing of this lead was noted and confirmed. The lead was removed and replaced. There were no patient complications reported due to this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found however, blood was noted on the helix mechanism and the outer tubing was breached/cut on visual inspection. Full lead was returned. Upon visual inspection it was noted that there was apparent explant damage to the lead. Upon visual inspection it was noted that there was blood/body fluid in the proximal conductor (not obstructed).